Event description:
It was reported that during a total knee surgical procedure, the blade broke at the mount. It was also reported there was delay of 3 minutes and there were no adverse consequences as a result of this event. It was further reported another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that both tabs were broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial.